Manufacturer narrative:
Additional contact - (B)(6). Updated fields - b4, g3, g6, h2, h11. Corrected fields - e2, h1, h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code). Correction: e3, e1 (initial rep name), g2. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called requesting assistance with an unable to calibrate fiber-optic sensor message. The nurse reported she was unaware when the message began, however she did not recall seeing it at shift change (approximately 2 hours prior to calling the 1-800 clinical line). A screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices- 85/57 (map 74) using the fo cable as the ap source. Patient is not on any other devices or any titratable IV medications. She reported the map had been consistently in the 70s. The engineer instructed the nurse to invoke a calibration which did not resolve the message. The engineer recommended removing the fo cable and switching to the transducer for the ap source. The nurse zeroed the arterial pressure without difficulty. The engineer reviewed a screenshot that revealed appropriate waveforms and blood pressure indices. The engineer recommended using the transducer for the arterial waveform. No patient harm or injury reported. The engineer was unable to collect product surveillance at that time due to the prioritization of patient care. The engineer communicated with the nurse and reassured her that he would follow-up in the next few hours to obtain the product surveillance information. The engineer requested her to call him directly should she need any other troubleshooting assistance. She appreciated the support provided and had no other questions. Later the engineer reached out to obtain product surveillance. I was unsuccessful at obtaining this information at that time. The nurse followed up with the engineer and stated the patient¿s family made the decision to make the patient comfort care, and the patient had expired. She did not have the pump nearby, and the balloon catheter had been removed. However, it was not saved. The engineer was unable to obtain the sns for the cardiosave or for catheter that was in use.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) had message 'unable to calibrate fiber-optic sensor'. Patient had expired.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) additional reporter information: (B)(6), an ICU rn. A supplemental report will be submitted upon completion of our investigation. [Reason for partial UDI# is unknown serial.